Event description:
It was reported that a popping sound was coming from the x-ray tube of the 9800 system after 20 minutes of fluoro time. However, the operation was continued. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Re-compounded cables and replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.